Event description:
The suspect device result was 73 mg/dl before dinner. The user dosed insulin and then ate. After dinner, pt passed out. Their spouse gave pt orange juice and called the emts. When the emts arrived, they checked their glucose and the level was 43 mg/dl. Prior to the emts' arrival, their spouse used the suspect device and the reading was 132 mg/dl. Pt was given a tube of sugar and transported to the hospital. At the hosp their glucose was 40 or 41 mg/dl and pt was given an unknown injection. Controls were in range. The device was replaced and requested to be returned for eval.